Manufacturer narrative:
Date sent to the FDA: 09/13/2013.additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and underwent mesh implantation concurrently with anterior colporrhaphy, suspension of vaginal apex to iliococcygeus ligament, and diagnostic cystoscopy for uterovaginal prolapse and stress urinary incontinence. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient tvh, posterior colporrhaphy and anterior coloporrhaphy due to low-grade squamous intraepithelial, moderate rectocele, mild cystocele and mild uterine descensus on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.